Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the blood glucose rose after changing the infusion set and reservoir. The customer's mother stated that the blood glucose went up around 400 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection and with the insulin pump. The customer's mother also reported that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was around 700 mg/dl at the time of hospitalization. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.